Event description:
It was reported that as lvp 20d 3ss cv occluded. The following information was provided by the initial reporter: material no: 2426-0007 batch(lot) no: 20055133 it was reported that pump alarmed downward occlusion. IV pump continually alarmed downward occlusion even if not hooked up to the patient. Pump, IV site, and tubing changed multiple times.

Manufacturer narrative:
It was reported that pump alarmed for an occlusion. Received one used primary set model 2426-0007 lot 20055133 with the original packaging. The pcu and pump device that were in use at the time of the customer event were not returned for investigation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear fluid was observed within the tubing throughout the set. No visible damages or issues were observed with the set. Functional testing was performed by spiking the set to one lab IV bag filled with blue dye water and attaching one 18-gauge lab cannula to the male luer. The set reprimed successfully via gravity and no occlusions, leaks, or any issues were observed. The set was then loaded into a lab pump module and programmed for an infusion rate of 125ml/hr and vtbi of 125ml. The infusion completed without any occlusion alarms or any issues. The set was removed from the pump module and one 10ml lab syringe filled with blue dye water was attached to each of the smartsites. A flush was performed and no occlusions were observed at any of the smartsite components. The set was pressure tested while submerged underwater (per dir #(B)(6)¿ IV disposable leak test method). Air pressure was incrementally increased. Pressure was increased from 5 to 30 psi and no occlusions or leaks were observed. Equipment used (testing performed on (B)(6)2020) - air pressure regulator with pressure gauge, eq00138, calibration due date: (B)(6)2020 8015 alaris pcu 1.5, eq08330, calibration due date: (B)(6)2021 8100 alaris system lvp, eq08327, calibration due date: (B)(6)2020 a device history record for model 2426-0007 with lot number 20055133 was performed. The search showed that a total of 34,563 units were built in 1 lot on (B)(6)2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of the customer¿s experience was not identified as the set reprimed and infused completely with no occlusions or any issues.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv occluded. The following information was provided by the initial reporter: material no: 2426-0007 batch, (lot) no: 20055133. It was reported that pump alarmed downward occlusion. IV pump continually alarmed downward occlusion even if not hooked up to the patient. Pump, IV site, and tubing changed multiple times.